Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal shoulder. This failure is likely due to factors or conditions related to procedure during the use of the device and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon had a hole when tried to be inflated. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.